Event description:
It was reported that the patient experienced a pericardial effusion post procedure. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman ® laa closure device was successfully implanted. About 15 minutes post procedure the patient developed a pericardial effusion (pe) which may have been caused by the feet of the device perforating the rear of the appendage or the distal end of the appendage. The patient was initially tapped removing 250cc's of blood and a few hours later 350cc's of blood were removed. The patient was then put on a cell saver treatment and blood re-infusion. By the following evening the patient's pe had stopped and they were in stable condition.